Manufacturer narrative:
(B)(4). Implant date: unknown date, end of 2008. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03326, 0001825034-2017-07279, 0001825034-2017-07280.

Event description:
It was reported that the clinical patient underwent an elbow revision due to septic loosening and the humeral stem puncturing the humeral cortex approximately one (1) year post-implantation. The products were removed and replaced with spacers. It was noted the patient had bone loss and poor bone quality of proximal humerus during the removal. Approximately seven (7) years following removal, an srs total humeral was re-implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.